Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post implant follow-up. The patient experienced phrenic nerve stimulation from the left ventricular lead; the device was reprogrammed. The patient presented in hospital for lead revision on (B)(6) 2015, the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient's condition was stable post procedure.